Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore underneath the front therapy electrode. The patient was prescribed an antibiotic cream for the wound. The medical outcome of the sore is currently unknown. The patient continued to wear the lifevest.